Event description:
It was reported that the user experienced concern about ¿low¿ glucose readings as the cgm trend dropped and the user treated when glucose fell below 100 mg/dl; review of reports showed the user consistently announced meals as ¿less,¿ a factory reset was determined, and the user utilizes a freestyle libre sensor and teflon infusion set. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of user-provided information, and review of procedure and method. Investigation of this case revealed no device problem and identified a usage problem related to meal announcement behavior, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.